Event description:
It was reported that a pt underwent a laparoscopic hysterectomy procedure in 2009. During the procedure, the handpiece stalled after five minutes of usage. A second piece was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 05/01/2009. Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based, has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.